Event description:
Patient received 3 inappropriate shocks due to noise on the rv lead. Impedance changes observed corresponding to first noise events on (B)(6) 2019. Lead replaced.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance trend curve showed stable values around 600ohms between march 2019 and september 2019 with a subsequent increasing pacing impedance to greater than 3000 ohms in october 2019. Furthermore iegms were inspected showing artifacts on the right ventricular channel leading to oversensing with shock delivery as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.